Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had been implanted in 2012, but they had no way of getting the serial number due to being unable to interrogate the device. It was noted that the issue of being unable to recharge was caused by the patient's lack of device maintenance. The patient did not experience any symptoms related to this issue. The patient was planning on meeting with their physician to resolve their issues. The representative clarified that there was no device allegation related to the fall that had been reported, and that the patient had gone in because of the fall, but in fact the patient had stopped charging in 2013. They also relayed that the patient had met with a physician in 2013 that they did not feel comfortable with so they never went back. The weight of the patient was not known, and the patient was planning on meeting with their physician on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was alleged that the patient's ins was in overdischarge, and that there was not output of stimulation. It was reported that the patient was never able to connect with the ins since implant, and that the clinician programmer could not read the device. The patient never maintained charging because they were unable to communicate with the implant and felt uncomfortable with their doctor so never pursued the issue. Antenna locate values were 46-69. The rep was unable to initial a physician reset mode (pmr) with the recharger and noted that something might be wrong with the buttons. It was reviewed that the patient would have to get a new recharger and then connect with the rep to perform a pmr. It was reviewed that multiple pmrs may be necessary due to the implant not being charged for 3 years. It was also reported that the patient was experiencing a shooting pain down there leg that occurred after a fall.